Event description:
There is subluxation of the artificial disc. There might be subsidence of superior artificial endplate against l5, but that is not able to be verified.

Manufacturer narrative:
Additional narrative: a product development event evaluation was completed: one screw on each facet wedge implant is jammed. Measurement of the release torque has shown that the screw of part 1 could be released with a torque of 0.89 nm. The screw tightening is limited to 1.2 nm by the torque limiter in the facet wedge set (03.110.002) and the fail-safe feature of the screwdriver withstands 2.09 nm. Part 2 could not be released. An applied torque of 1.99 nm could not release the screw. Therefore the implant was cut open to investigate the reason for the increased release torque. Microscopic analysis showed bone formation between the bottom of the implant and the screw neck area. After an implantation time of 5 months bone formation on the implant is not unusual. This bone formation is a reasonable explanation for an increased release torque. The reason for the screw remaining in the implant is not cold welding as assumed in the complaint description. For part 1 the reason for the screw remaining in the implant is not determined as the releasing torque was measured to be 0.89 nm. For part 2 the reason for the screw remaining in the implant is bone formation in the implant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on (B)(6) 2013, the patient underwent a facet wedge implantation. It was reported that on (B)(6) 2014 a removal and implantation of a screw and rod system was necessary due to persistent instability and cold welding of the screws and the medial part of the facet is broken off. There was no report of a surgical delay. This report is for 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.